Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bolus settings were incorrect, causing a high blood glucose (bg) of 554 mg/dl. Customer declined to answer questions regarding high bg. Customer adjusted settings based on healthcare provider recommendations and resumed insulin therapy.